Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device rebooted after pressing the validation button. No injury was reported.

Manufacturer narrative:
The investigation was based on the description of event only, since the log file had been overwritten already. As a warm start was caused when the confirmation (validation) button was pressed and the error code 08.29.001 was posted, it could be concluded that the pcb graphics controller was randomly not working as specified. The on-site replacement of the pcb graphics controller remedied the problem. In the course of the repair the software was updated as well. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. An audible alarm is posted by the device and when the warm start occurs, the device briefly powers off and then back on (approx. 8 sec). During this time, the emergency-breathing valve is open allowing spontaneous breathing. After a warm start, the evita 4 continues with the present settings. Immediately after the warm start the audible and visual high priority alarm ¿minute volume low¿ is generated until the lower alarm limit has been reached again. Manual ventilation with an alternate device may be considered necessary. The device detected the deviation and reacted as specified by performing a warm start in an attempt to solve the issue of an internal failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.